Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure with a prograsp forceps instrument, where a broken silver cable visible at the end of the instrument. Seems to be responsible for opening/closing the jaws. Case was completed using another instrument. The procedure was completed with no reported injury.